Event description:
Pt received overdose of dobutamine when approximately 81 cc of a solution of 500 mg or dobutamine in 250 cc of d5w infused in a 23 minute period. An infusion pump was used to administer the solution. Investigation suggests the user erred in setting the rate and volume controls.